Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was interrogated while still in the box and it was determined that the device had delivered shocks while in the box and was now at recommended replacement time (rrt). The device was never implanted. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.